Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that the patient came in for an outpatient clinic visit and the screen of their system controller was green. The patient denied getting the controller wet. The controller was operating and the parameters could be viewed. The ventricular assist device (vad) coordinators planned to assess the patient and change out the controller if there were any further issues at their next visit. The patient remained using their current controller until it was exchanged and disposed of on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of green fluid ingress was not confirmed. The system controller (serial #: (B)(6) ) was not returned for analysis. Additional provided information communicated on 02apr2021 stated that the system controller was exchanged on 04mar2021 but was disposed of and will not be returning for analysis. The root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate iii instructions for use (IFU) section 1 entitled ¿introduction¿ states that ¿if heartmate 3 patient are approved for showering, they must always use the shower bag. When installed properly, the shower bag protected external system components from water or moisture. If external system components have contact with water or moisture, the pump may stop¿. Heartmate iii patient handbook section 4 entitled ¿living with the heartmate 3¿ provides proper instruction on how to properly shower with the heartmate 3 system. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the system controller (serial #: (B)(6) ) and the system controller was found to pass all manufacturing and quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.